Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed a user test and had an event code logged in its memory. The event code logged in the device's memory may be associated with a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. This would result in a monophasic shock being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device's removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q7.

Event description:
The customer contacted physio-control to report that their device failed a user test and had an event code logged in its memory. The event code logged in the device's memory may be associated with a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. This would result in a monophasic shock being delivered. There was no patient use associated with the reported event.